Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03410. It was reported during a lead revision procedure, the physician experienced difficulty advancing the scs lead due to scar tissue. Subsequently, the physician decided to abandon the procedure. The patient's scs ipg was left implanted. It was also reported during the procedure, the physician "nicked" the patient's spinal cord. Subsequently, the patient post-operatively experienced pain and weakness in her lower extremities and was sent to the emergency room for tests and imaging. Follow-up identified imaging confirmed a csf leak. Additionally, the patient has made a full recovery and the issue has resolved.